Event description:
A us distributor contacted zoll to report that a patient passed away. That patient's date of passing was not reported. Review of the patient's download data indicates the patient received two inappropriate shocks in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the last date of wear. The device was started up at 22:32:42 on (B)(6) 2021. The patient was in an idioventricular rhythm between 40 and 60 bpm with CPR/motion artifact at 02:41:13 on (B)(6) 2021. The patient received the first inappropriate shock at 02:42:02. The patient's rhythm at the time of the shock and the patient's post-shock rhythm were asystole with intermittent cardiac activity with CPR/motion artifact. The patient received the second inappropriate shock at 02:42:36. The patient's rhythm at the time of the shock was asystole with intermittent cardiac activity. The patient's post-shock rhythm was asystole with intermittent cardiac activity, motion artifact, and electrode lead fall off. The patient was in asystole with tactile artifact and electrode lead fall off at the time of the device shutdown at 02:45:40 on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt. Has been completed. Upon investigation the electrode belt trunk cable connector was severed and missing. The root cause for the missing trunk cable connector was physical abuse. Device manufacture date monitor 10/12/2020 belt 04/04/2011.